Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced persistent infections at the abutment site and subsequently was administered antibiotics (type and date not reported). Additional information has been requested but has not been made available as of the date of this report.